Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, the surgeon squeezed handle and ligasure jaws would not re-open. No patient harm. No further information regarding this incident.